Event description:
It was reported stent damage occurred. During preparation this 3.00 x 38mm synergy drug eluting stent was selected. When the physician removed the mandrel of the stent it was noted that the struts were dislodged and the stent was fractured. The device was not used. A different device was used to complete the procedure without patient complications

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm was returned for analysis. A visual examination of the stent found evidence of stent damage. The mid to distal end was kinked and struts were in a lifted state and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported stent damage occurred. During preparation this 3.00 x 38mm synergy drug eluting stent was selected. When the physician removed the mandrel of the stent it was noted that the struts were dislodged and the stent was fractured. The device was not used. A different device was used to complete the procedure without patient complications.